Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. Customer's blood glucose level was 105 mg/dl. Multiple follow up attempts were made with the customer to obtain alternate methos of insulin therapy; however, the customer did not respond to follow up attempts.